Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary left hip surgery, the tip of the cup inserter broke off. The surgeon left the piece in the cup, and was able to impact the liner. Patient retained foreign body. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The tip of the hex bolt is fractured and missing, the device also shows wear and tear. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.